Event description:
This adverse event occurred during pci procedure using 2.0 mm elca catheter. A coronary artery perforation occurred. The procedure approached from femoral artery. The physician applied a perfusion balloon catheter to treat bleeding because of perforation of rca seg. 1. Patient recovered and was discharged.